Event description:
It was reported that the customer was hospitalized due to low blood glucose. Troubleshooting was performed, and the drive support cap appears to be normal. It was stated that while the customer was on his way to the doctor's appointment his blood glucose went over 350mg/dl and he treated with 13.0 units of insulin. Then he gave 7.0 units at the doctor's office and his glucose level dropped. The customer stated that they mentioned that the insulin pump was malfunctioning. The customer stated that after being release from the hospital he did feel like he had cotton mouth. When he checked the blood glucose it was high. The customer was hospitalized with high blood glucose of 1000mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.